Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that there was no electrode on the sensor. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that they tried to connect the sensor to the minilink but it did not blink. The customer also stated that they took out the sensor and found out that there was no electrode. Troubleshooting did not occur. The customer agreed to replace the sensor and the insulin pump will not be returned.